Event description:
A pharmacist called on behalf of the customer. He alleged that the customer had received out of range control test results. The pharmacist performed a control test and received a result of 145 mg/dl. The normal control range was 103-142 mg/dl. The pharmacist also stated that the customer received a blood glucose reading of 40 mg/dl and was light headed and disoriented. The pharmacist was unable to provide any more info about the event. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 14mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.